Event description:
It was reported that the stimulation was in the upper trunk extremities while swimming. The system had been interrogated in the past and here have been no unusual reports. Diagnostic testing or troubleshooting that was performed was impedance testing and reprogramming. There was no product issue found during the interrogations. Actions required as a result of this event is an explant. The patient and healthcare provider (hcp) had come to the decision of explanting the system. The patient symptom or a complication associated with the event was that the patient was not receiving expected relief at an unknown location. The patient was having problems with adaptive stimulation jumping all over the place and it was uncomfortable for them. The patient turned adaptive stimulation off and it still jumped around on them. All of the pain was on the right side of their body but the stimulation was going to the left. The patient wanted someone to fix this for them. The hcp suggested ¿ripping it out¿. The patient did not want to give up on it but didn¿t feel the rep¿s knew what they were doing and felt that they were not programming it correctly. The patient had the following groups/programs set: group a-program 1 and program 2 stimulation in the left side; group b-stimulation in the right side going down the leg; group c- program 1 left side and program 2 right side but going up the body, the patient found group b program 1 at amplitude of 3.2 volts and program 2 amplitude of 3.3 volts to be the most effective. The upper limit for the rate was 60. The patient noted they loved the rep but didn¿t think they were trained well enough in the device and how to program it. The patient was going to have an appointment with the rep to consider getting more options in programming with adaptive stimulation off. It was then reported that the patient called over the weekend to get help about the programmer. On (B)(6) 2015, the patient told the manufacturer representative (rep) that they would call the hcp and would not proceed with the explant because of the help provided over the telephone. The patient would like to work with a rep in the future possibly for reprogramming. Numerous programming sessions had taken place for this patient as well as adaptive stimulation activation. No action was requited as a result of the event. There was less than 50 percent therapy relief. The patient had reported in the past that stimulation sometimes did not cover all areas of pain resulting in the patient meetings and programming sessions. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was never able to adjust stimulation to a comfortable level. The patient was reprogrammed 25+ times with the rep. The patient stated that since implant she had never been able to get stimulation to target the pain she was implanted for. It was unknown if the leads or ins were not in place or if it was related to the pain at the ins site.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient indicated that stimulation ¿jumped all over the place¿ and migrated resulting in stimulation being inconsistent and intermittent. Stimulation would migrate to different area of the body resulting in a lack of therapy, not providing effective therapy, and less than 50% therapy relief at an unknown location. The patient also experienced a shocking/jolting sensation. No diagnostic testing or troubleshooting was performed but would be in the future. The cause of the issue was not determined or resolved. Reprogramming was required as a result of the event and multiple reprogramming sessions had already taken place. After reprogramming, the patient indicated appropriate stimulation coverage but when she was at home she switched from c1 to d2 and stimulation would go to a different location than what was programmed. The patient stated after reprogramming programs weren¿t holding and not changing groups. She also stated she was only allowed one program within a group when before she had multiple programs within a group. She then talked to the rep. Who informed the patient that programming information was held within the implantable neurostimulator (ins) not the patient programmer (pp) which made her believe there was an issue with the ins. She was t rying to avoid having the ins replaced but it appeared to the patient that the ins was not functioning as it should no matter how much programming was performed. The patient hadfive groups programmed: one adaptivestim group and four manual groups; group d and e had two programs. The rep. Was going to meet with the patient and perform a manufacturer¿s file. The rep. Met with the patient and the information from the manufacturer¿s file was reviewed with the rep. After it was submitted. As of the may clinician programmer session it appeared the patient still had six groups and it appeared the rep. Put all of them (except b<(>&<)>f) to zero volts. The patient was using f the most (86%) and b the rest of the time (14%). Group f was only programmed on the left lead (0-7) while b used stimulation across the lead (it was advised that something to check was whether the leads got flipped somehow since the patient¿s pain was on the right side). The patient was programmed to rather high pulse width on group b 510 and 720 respectively; it was unknown if this played a role in things. Program f1 showed at zero volts and f2 only has 6+7- programmed. This group was also reprogrammed on the left lead using a higher rate on the program (350 hertz). The patient had previously mentioned that she was getting stimulation in the wrong area from c1 and d2 but there was no evidence in the session report that she ever turned on c although she did have d on very briefly. There was no explanation seen for why stimulation was jumping all over unless the pulse width was too high on b or the patient was having positional changes in stimulation. It was agreed upon that some of the groups should be deleted to see which lead was effective for the patient¿s stimulation given her right-sided pain and start with basic programming with a lower pulse width on b possibly. It was suggested to maybe only have two groups, one hd if she was getting fluctuations in stimulation, and one conventional to see how she did. The rep. Indicated after he met with the patient again on (B)(6), he didn¿t believe there was any issue related to the device and impedances were within normal limits. The rep. Did reprogramming on a different application to three groups and one program within each of the groups. Per the patient the right side was 0-7 and left side was 8-15. It was suggested to decrease to two groups and to decrease the pulse width and continue to do the diary. The rep. Lastly reported that the patient was reprogrammed and they were doing well as of (B)(6).

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because shocking/jolting sensation, stimulation was in the upper trunk extremities while swimming, stimulation ¿jumped all over the place¿ and migrated resulting in stimulation being inconsistent and intermittent, problems with adaptive stimulation jumping all over the place, and made her believe there was an issue with the ins/appeared to the patient that the ins was not functioning is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause for the multiple reprogramming sessions remains unknown. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The patient reported there were no steps taken to resolve the pain felt at the stimulator site or to resolve the stimulation not targeting the pain. If additional information is received, a follow-up report will be sent.